Event description:
Invalid result(s). Invalid results. The user reported taking two flowflex tests and both produced a t line but did not produce a c line. Purchased at target.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Invalid results. The user reported taking two flowflex tests and both produced a t line but did not produce a c line. Purchased at (B)(4).

Manufacturer narrative:
Case outcome: refer to (B)(4) form b investigation report (previous investigation for the same issue). Retention samples were tested and met the qc criteria. The issue was not found in the retained cassettes. The complaint is not confirmed. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information." H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.